Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted to hospital prior to this event as the patient was symptomatic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that packing spikes and inappropriate therapy were observed on the implantable pulse generator (ipg). It was also reported that the following issues were observed on the right ventricular (rv) lead: high thresholds, non-capture, suspected fracture,high/undefined impedance and pacing issues. The ipg remains in use and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.